Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Questions were sent to the author of the article. No response was received. The study concluded the use of parallel grafts showed midterm safety and feasibility with low incidence of persistent endoleaks requiring intervention or progression of aneurysm diameter. Associated file: 3011175548-2017-00057.

Event description:
Received an article titled: use of parallel grafts to save failed prior endovascular aortic aneurysm repair and type ia endoleaks published in the journal of vascular surgery, pp. 1-6. The article evaluated the clinical and radiologic outcomes of parallel grafts in the treatment of patients with failed prior endovascular aneurysm repair and type ia endoleak. Patients were treated between january 2009 and november 2014 with parallel grafts, i.e. Chimney / snorkel or periscope grafts and abdominal endovascular devices. Per the article, procedural complications included adverse events associated with the procedure and follow up.